Event description:
Procedure type: lap gastric bypass. Pt gender: unk. According to the reporter: no intraoperative complications occurred. During a visit post operatively in 2007, stricture was observed, the pt was admitted on three days before, for dehydration and upper gi endoscopy and dilation, due to ulcerations at the anastomosis, moderate gastritis, ppi was also administered. No re-operation was needed. No pt injury was reported.